Event description:
Rptr had silicone breast implants implanted in 1981. She has experienced chronic fatigue-like symptoms periodically from that time. These symptoms worsened in 1991 when she fell off a bike and hit her right breast on the handle bar. Since then she has experienced arthralgia, constipation, headaches, memory loss, fatigue, loss of esteem, shakiness, and other forms of chronic pain and disorientation. She fell on 1/17/94 and broke a rib on the left side and probably ruptured the left implant. Since then she has experienced a metallic taste and head pain, often her shoulders feel heavy and painful. Her runny nose and allergy like condition is worse. She also has dry eyes.